Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 7080198 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 7080200 UDI: (B)(4).

Event description:
It was reported that the patient had pain at the implant site and experienced inadequate stimulation due to lead impedances. The patient underwent a spinal cord stimulator (scs) explant procedure and the explanted devices were disposed by the facility.